Manufacturer narrative:
Patient dob. Year only valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to treat a lesion in a moderately tortuous rca. The lesion was mildly calcified, with 70% stenosis. The lesion was pre-dilated. A cougar guide wire was used during the procedure. When attempting to post dilate a stent the operator lost wire position. He re-wired the vessel and attempted to pass the balloon again but noticed the stent moving when he moved the wire. It is reported that the stent appeared to be properly apposed to the vessel wall, however it's possible a strut was not and it seemed like the wire went behind a strut on the re-wire attempt, and may have caused the stent to move/ deform. He removed the wire with difficulty and the stent deformed a little in the prox/mid section. He attempted to re-wire, however the wire kept prolapsing at the proximal portion of the stent (appeared to be deflecting). During this time the wire appeared to be "hugging" the top of the vessel possibly because of the bend. After trying to wire for a few minutes a dissection was identified proximal to the stent. It is reported that the guide was very deep seated at times when trying to rewire and may have caused the dissection. The wire may have gone sub intimal when trying to get it through the distal stent. Another stent was placed proximal to the deployed stent to cover the dissection. The wire was still not through the previously deployed stent. Fluoroscopy showed that the vessel was completely occluded after the proximal stent. A balloon pump was placed and a temporary pacing wire. The patient was then transferred for emergency bypass. Surgery was successful and patient is recovering.

Manufacturer narrative:
A zuma (ar10) guide catheter was used during re-wiring. The physician commented that the zuma guide catheter may have caused the dissection but it is unknown for sure. If information is provided in the future, a supplemental report will be issued.